Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient was having a reaction to components used in his achilles tendon repair procedure. The operative note indicates use of an arthrex 6mm reamer, then placement of "arthrex 5.5mmx 15mm bio-tenodesis screw" and "arthrex bio-absorbable suture and pushlock anchors". Follow-up investigation: the patient had his follow up visit for the results of the patch test preformed on his back. Allergist stated he has not shown any signs of a reaction yet, but will follow up again with the patient.